Manufacturer narrative:
The qc data was acceptable. Product labeling states that very early phase or late phase syphilis infection can occasionally yield negative findings. There is no dilution protocol in the package insert. The investigation determined the event was due to a preanalytic issue at the customer site.

Manufacturer narrative:
The field service engineer performed precision testing and all results recovered as expected. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys syphilis result for one patient sample with the cobas e 801 module. The initial result was negative. This result was reported outside of the laboratory. The repeated result run on dilution was positive. The sample was sent for confirmatory testing at a different laboratory with results of diasorin liaison xl: reactive, rpr: negative, and tp-pa: positive. The sample was sent to the state lab to perform the tp-pa and was negative. The sample was sent to a reference lab and assayed on the bioplex to perform a treponemal assay and was also negative. The reagent lot number was 51669500. The expiration date was requested but not provided.